Event description:
Per facility contact, the guidewire allegedly frayed inside the pt.

Manufacturer narrative:
A lot history review (lhr) of reyj1146 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for eval.